Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "spoke with the customer. She is calling because one of the doctors wanted a follow up on 2 low na results of 123, and she stated that this is a random occurrence. She states the sample is inverted 2-3 times and allowed to clot for 20 minutes and spun for 10 minutes. She did not know the centrifuge speed. The samples are aliquoted into separate tubes and stored in the refrig until they are transported to the facility to be run on the axcel analyzer. She stated that in the past, when this situation occurred, the results did match verification testing on another analyzer. The samples in question currently will be run on another analyzer at a different facility today. She will email me with the results."

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and no issues were identified with the incident lot reported. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer. The customer stated that the tubes were inverted 2-3 times and allowed to clot for 20 minutes. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure a high quality specimens several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. A review of specimen handling parameters should be reviewed for this tube type.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "spoke with the customer. She is calling because one of the doctors wanted a follow up on 2 low na results of 123, and she stated that this is a random occurrence. She states the sample is inverted 2-3 times and allowed to clot for 20 minutes and spun for 10 minutes. She did not know the centrifuge speed. The samples are aliquoted into separate tubes and stored in the refrigerator until they are transported to the facility to be run on the axcel analyzer. She stated that in the past, when this situation occurred, the results did match verification testing on another analyzer. The samples in question currently will be run on another analyzer at a different facility today. She will email me with the results."